Event description:
In 2006, physician treated sfa and popliteal vessels. Vessels were aneurismal and calcified. Physician did not pre dilate vessels due to the condition of the aneurysms. Fluoroimaging showed sizing was good. Three 13mm x 10cm viabahn devices were implanted proximal and two 11mm x 10cm viabahn devices (device 1 - lot 04424735 and device 2 - lot 04462331) were implanted distal. Distal device landing site was 3 cm. One of the 11mm x 10cm devices continually invaginated in the popliteal artery when patient's knee bent. Invagination occurred in the middle portion of device. Unable to tell which 11mm x 10cm lot was suspect. Physician removed all devices and left small portions of distal 11mm x 10cm device & proximal 13mm x 10cm device for creation of anastomosis with unknown type of ptfe graft. Patient is fine.

Manufacturer narrative:
Device was discarded and could not be evaluated. A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot met all pre-released specification. Add'l lot # 04462331, expiration date: 05/31/2009.